Event description:
It was reported that the vessel occlusion and reduced blood flow occurred. An innova self-expanding stent was selected for use to treat critical limb ischemia (cli) in the superficial femoral artery (sfa). The innova stent was implanted, however, it was immediately noticed that the stent was fractured and elongated. Due to this, arterial blood flow was significantly interrupted. The patient became restless and experienced pain and discomfort. Medical intervention was provided by using medication. The procedure was discontinued after the incident.

Event description:
It was reported that the vessel occlusion and reduced blood flow occurred. An innova self-expanding stent was selected for use to treat critical limb ischemia (cli) in the superficial femoral artery (sfa). The innova stent was implanted, however, it was immediately noticed that the stent was fractured and elongated. Due to this, arterial blood flow was significantly interrupted. The patient became restless and experienced pain and discomfort. Medical intervention was provided by using medication. The procedure was discontinued after the incident. It was further reported that the lesion is characterized as fibro-calcific. The procedure was completed after medication was administered to the patient. The patient was discharged on dual anti-platelet therapy.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received. H1 - type of report: corrected.